Manufacturer narrative:
Event data to be trended per quality procedure.

Event description:
A peritoneal dialysis pt called and reported that in the morning when she removed the cassette she noted that there was a cassette leak. There is no sample.